Event description:
A caller reported a malfunction in the pump, resulting in the customer's blood glucose level exceeding the normal range. The specific glucose value was unknown, as the display simply indicated "high." There was no assistance required from a third party, and the pump was not included in any field correction. The customer had not taken any action to address the high blood glucose at the time of the call. Technical support provided information on how to reset the pump and assisted the caller in performing the reset.